Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer was unconscious and received third party assistance from an ambulance. The customer could not remember anything from this event or what services the ambulance provided to address the low bg event. No additional patient or event information was available.